Manufacturer narrative:
Corrected information provided in d.10. Additional information provided in h.3., h.6., and h.11. The product was not returned. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The information provided shows there was a viscoelastic used other than the qualified viscoelastic for the lens/company specified combination used. Company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, a crack was observed on the iol. The surgeon¿s initial decision was not to implant the lens. However, the patient subsequently ruptured the capsule, and another three-piece lens was implanted. Based on the additional information received, the surgery was done in patient's left eye. The surgery was completed on the same day. There was no patient contact and no patient harm. The patient's symptoms were resolved. The capsule rupture was not related to the iol.